Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed contamination under the keypad button contacts. The keypad cover was intact with no evidence of physical damage. (B)(6).